Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) "home health nurse has a patient with a powerpicc solo. The patient has crohn's disease and uses her PICC for treatments. The patient has been treated with cathflo for multiple occlusions due to blood backing up in the line all the way to the hub. The nurse reports that the patient is training for a marathon and is doing extreme upper and lower body exercises including running for 1 hour and doing push ups. Discussed things that can case blood to back up into a PICC and recommended she speak to the md about an x-ray to check tip position. Discussed issues with extreme arm movements and exercise with a PICC including PICC tip movement, occlusion, blood backing up into the line, sweating under the dressing and increased potential for infection."